Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the white tip of the cannula fell off and into the abdomen of the patient after the 3rd or 4th firing. The white tip was retrieved. Another like device was used to successfully complete the procedure with no delay or adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. Visual examination revealed the device was returned with the cannula cap detached from the cannula tabs and missing. Functional evaluation was performed and revealed that the prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface. Impact on the prongs of insertion fork causes the device to not work properly and the cannula cap fell off from the tabs.